Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, before pulling back to depth deployment physician quickly pulled blue knob to deploy anchor. He did it so fast I couldn't react to stop him. Decision was made to quickly open groin to extract the device. Additional information received stated open cutdown for device extraction.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was being prepared for closure. While the physician was grasping the manta delivery handle and withdrawing the manta closure and sheath to the corresponding predetermined depth, the physician quickly actuated the lever and deployed the anchor. The proctor noted the physician did it so quickly he was unable to stop him. The decision was made to immediately go to a surgical cut down and explant manta. The physician mentioned it was completely his fault and going forward will verbalize each step as he proceeds. The IFU lists potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. In step 4 of positioning the device: before deploying the device and releasing the anchor, position the manta closure and sheath according to the deployment depth noted in step 1: arteriotomy locating procedure. Grasp the manta delivery handle and slowly withdraw the manta closure and sheath until the depth marking appears that corresponds to the deployment depth noted during step 1. The manta closure is now in deployment position and ready for anchor release.